Manufacturer narrative:
(B)(4). Date sent: 9/26/2017. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the laparoscopic sigmoid colectomy, after fired, found some staples malformed with irregular shape. Suture was used to complete the procedure. There were no patient consequences reported.